Event description:
A report was received that during an explant due to lead migration some of the contacts came off the lead. All the contacts were recovered and the patient was reportedly doing well following the procedure.

Event description:
A report was received that during an explant due to lead migration some of the contacts came off the lead. All the contacts were recovered and the patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70 (B)(4) description: st linear lead, 70cm with pre-loaded 0.014 inch stylet a returned product analysis indicated that lead sc2218-70 ((B)(4)) damage was consistent with damages done during the explant procedure and are not considered a failure. Visual inspection of lead sc-2218-70 ((B)(4)) revealed that the distal end is missing contacts number 1, 2, 3 and 4. The damage to the device is consistent with damages during explant procedure and is not considered a failure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70, (B)(4), description: st linear lead, 70cm with pre-loaded 0.014 inch stylet.

Event description:
A report was received that during an explant due to lead migration some of the contacts came off the lead. All the contacts were recovered and the patient was reportedly doing well following the procedure.